Event description:
Revision surgery due to instabiity.

Manufacturer narrative:
The agent reported: "patient had axillary nerve palsy in relation to the fx which caused instability. Female 64." The previous surgery and the surgery detailed in this event occurred 3 months, 7 days apart. Item number: 509-03-036 . "Item description: ar, small socket insert, 36mm semi constrained eplus" lot#: 956w1203. Part revision: d. Product type: shoulder. Manufacture date: 03-apr-2025. Expiration date: 11-mar-2030 . This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. Root cause: the root cause of this complaint was a revision surgery due to axillary nerve palsy associated with the fracture, resulting in shoulder instability. There are multiple factors that may contribute to an event that are outside of the control of enovis surgical. Containment: inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Device history records review a review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an (ncmr#75828 associated with the main part # 509-03-036) which document that out of 560 parts lot, 0 parts were rejected due to a clerical documentation error where only a single measurement value was recorded instead of a required min-max range on the inspection specification. All material was dispositioned use-as-is following verification that all parts met acceptance criteria and accepted after proper justification. All other items in the lot met fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Complaint history: customer complaint history of the reported device(s) showed no present trends or ongoing issues that need review.